Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral and IV antibiotics (specific date and duration not reported). There was fluid build-up around the implant and it had ruptured. The device was subsequently explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced discomfort and partial skin breakdown at the implant site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).